Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding this issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have received five open and unused samples with the needle detached from the thread and all threads are still wound on the pack. We have checked these units and the thread seems that was escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monoplus suture. The customer reported that the needle detached from the thread before application. There is no patient involvement.